Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil pushwire proximal segment was kinked. The patient was undergoing rectal artery embolization. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the coil detached. The manufacturer's representative (rep) was unavailable during the implantation of the product. The healthcare provider (hcp) described that the proximal portion of the pusher wire (near the hyper tube break point) was kinked. This did not affect the hcp from using and deploying the coil. No damage to the coil was noted. The rep arrived and observed 3 further concerto coils being prepared and noticed that the plastic housing may have bent the pusher wire while the scrub nurse was removing it from the sterile bag. This information was relayed to the nursing team and hcp. Continuous flush was not administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 2.4f progrete microcatheter.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the only issue was with the pushwire. The physician was able to successful detach the coil. There were no other issues that resulted in the damage that was found. There was no friction or difficulty during testing or delivery.